Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, in the antrum part of the stomach, the device handle was squeezed but the staple line was incomplete on the distal part and did not have b formation. The staple line was fixed by usinga suture and the duration of the surgery has been extended.